Manufacturer narrative:
The site did not return any device; therefore, no device evaluation was performed. If we should receive further information pertinent to this event, a follow-up report will be submitted. (B)(4).

Event description:
A patient with a 10 cm barrett's esophagus containing high grade dysplasia underwent circumferential ablation to treat the distal 6 cm segment of barrett's tissue. There was no report of device malfunction and no adverse event. One month following ablation, the patient developed dysphagia and an endoscopy revealed a stricture in the treated segment. The patient was dilated serially over the next month, and by report, dysphagia symptoms resolved.